Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post-implant procedure. Upon initial programming, the implantable cardioverter defibrillator was unable to be further re-programmed to certain parameters. The device was restored and was able to be further re-programmed successfully. The patient experienced no adverse consequences.